Event description:
A malfunction was reported on the pump by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any malfunction codes reappeared, which the customer acknowledged.